Event description:
It was further reported that there were low flow alarms on the vad. It was noted by the site that the polyurethane coating of the driveline was so damaged at the distal end that the "wires were exposed". The driveline was serviced and repaired and it was observed that the driveline had a self repair done by the patient and upon removal there were three (3) circumferential cracks over the length of approximately twenty (20) centimeters (cm) starting at the strain relief. The driveline cover was noted to be stuck but was removed and not replaced to avoid a vad stop. The driveline repair was completed and successful with no reported issues.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and corrections. Corrected fields: d4 expiration date, d4 serial #, d4 unique identifier (UDI), h4 device mfg date, h6 device code and additional codes block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: product ID 1175 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) and the driveline boot cover (unknown lot number) were not returned for evaluation. There was no evidence that (B)(6) and the driveline boot cover had previously been serviced. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the boot cover¿s device history record was not performed since the lot number is unknown. On-site inspection of the driveline boot cover, as well as visual evidence provided by the site, revealed that the driveline boot cover was stuck and difficult to move. Visual evidence revealed presence of foreign material within and around the driveline cover. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of a self-repair and damage to the outer sheath. In addition, the visual evidence revealed discoloration of the outer sheath, damage to the strain relief, and damage to the inner lumen, leading to exposed insulated cable wires. Log file analysis revealed a sharp decrease in power consumption and estimated flows throughout the analyzed period, and six (6) low flow alarms logged on 05/feb/2026. As a result, the reported sheath damage, low flow, and stuck driveline cover events were confirmed. The reported driveline cover damage was not confirmed; however, it is likely that the reported difficult to remove driveline cover event correlates to the driveline cover damage. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported stuck driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. The most likely root cause of the observed foreign material within the driveline cover can be attributed to the handling of the device. The most likely root cause of the reported self-repair can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed d iscoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath damage left the inner lumen e xposed. Based on the available information, the most likely root cause of the observed driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: dd-mmm-yyyy / serial or lot#: d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad) driveline(dl) exhibited sheath damage and a stuck dl were identified. The dl cover was removed but not replaced in order to avoid a vad stop. Servicing to be performed. The driveline remains in use. No patient symptoms or complications have been reported as a result of this event.